Event description:
I had surgery #1 on (B)(6) 2024 to repair a ventral hernia utilizing covidien parietex mesh. Following the surgery, I had a post-op appointment with the surgeon 2 weeks following the surgery and was told 'everything looks good.' One week later, the incision site was sore and oozing pus causing a visit to the ER on (B)(6) 2024. A CT-scan indicated a possible abscess. The surgeon met us in ER the next morning, opened the incision and aspirated brownish fluid from the wound. He was going to do a contrast enema at first to see if there was bowel involvement but later decided he needed to take me back into surgery for an exploratory laparotomy (surgery #2 occurred on (B)(6) 2024) the surgeon discovered that the mesh had moved and adhered to the bowel resulting in a massive abscess. The surgery was 3.5 hrs and I woke up with a very deep abdominal wound requiring a wound-vac, a wound drain, and an ileostomy. In addition, a portion of my transverse colon was removed. I spent 12 days in the hospital and am still dealing with managing the healing of a very deep wound, the unpleasantness and inconvenience of the ileostomy, and gaining back my strength. I was told the ileostomy will be reversed in a few weeks and it will require surgery #3. By the time I am healed from the hernia repair, I will have lost half a year of my life dealing with this. Only number associated with the mesh on my medical records is: (B)(4).